Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "software error code 345 (thermistor disparity)" was not reproduced. The thermistors were tested and found to function as intended. A review of the event history log revealed "system error 345 - thermistor disparity!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, the ultrasonic sensor was replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.